Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure, the patient required a target vessel reintervention (tvr). The lesion being treated was located in the proximal right coronary artery (prox rca). The physician treated the lesion by implanting a taxus express2 stent of unknown size. A 9-month follow-up angiogram was performed in (B) (6) 2009. The patient did not have any ischemic symptoms. The result confirmed the target lesion was 3.4mm, 59% stenosed, with timi flow 3. 7 days later, a tvr was performed on the prox rca. A balloon and non bsc stent of unknown size were used with an improved outcome. At the one year follow-up visit, the patient had no angina symptoms. The event is possibly related to the taxus stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion being treated during the index procedure was a de-novo lesion with unknown reference vessel diameter, length of 33.2 mm, and visually 100% stenosed was treated with pre-dilatation, deployment of a 3.00 x 28 mm taxus express2 stent, and post-dilatation. Residual stenosis became visually 10%. Timi flow improved from 0 to 3 through the procedure. A lesion located in the right atrioventricular branch was treated with a non bsc stent. The patient was discharged without complications the next day on bayaspirin and plavix. The patient was diagnosed with stenosis in prox rca by follow-up angiogram. The lesion located in prox rca with reference vessel diameter of 3.30mm, length of 17.9mm, and visually 67% stenosis. Residual stenosis became 11%. Timi-3 flow kept through the procedure. The patient was discharged the next day.